Event description:
It was reported by service report that the side rail would not lock. The customer could not determine if there was patient involvement or if there were adverse consequences to report.